Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit due to the unexpected stress being applied to the camera head. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing the endoscopic image of the subject device was not displayed. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the ccd unit was broken. There was no report of patient injury associated with the event.